Event description:
It was reported that the tip of the stent delivery system (sds) separated while loading it onto the guide wire. There was some difficulty inserting the guide wire and after that the tip separated. This occurred outside the anatomy and there was no patient involvement with this unit.